Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported that during gj tube repositioning, the fixed core wire guide broke off inside the tube. This occurred when the physician was pulling it out. The tube with the defective wire was removed and another tube was placed over a different wire. There was no reported impact to the patient and all sections were removed.